Event description:
Initial (B)(6) 2025): this serious case reported via email refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer used the doctors nightguard advanced for teeth clenching and experienced a cracked tooth, tooth pain, and pimples in her mouth. She reported that she wore the guard for "at least a week". She reported that the dentist discovered the cracked tooth, but they are unsure when it occurred or what may have caused it. The tooth was pulled as a result. This case outcome is recovered/resolved. Meddra version 28.1. Expectedness: tooth fracture: unexpected toothache: expected aphthous ulcer: expected . According to the company reference safety information.

Event description:
Initial (29-dec-2025): this serious case reported via email refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer used the doctors nightguard advanced for teeth clenching and experienced a cracked tooth, tooth pain, and pimples in her mouth. She reported that she wore the guard for "at least a week". She reported that the dentist discovered the cracked tooth, but they are unsure when it occurred or what may have caused it. The tooth was pulled as a result. This case outcome is recovered/resolved. Meddra version 28.1. Expectedness: tooth fracture: unexpected. Toothache: expected. Aphthous ulcer: expected. According to the company reference safety information. Follow up (23-jan-2026): the consumer provided medical documentation which indicated she is 67 years old, has a medical history of high blood pressure, and concomitant medication of amlodipine. The doctors note indicates she was diagnosed with a "#14 chronic apical abscess" which resulted in extraction of the tooth. The quality investigation is also complete and imdrf codes have been updated. Meddra version 28.1. Tooth fracture: unexpected. Tooth abscess: unexpected. Toothache: expected. Aphthous ulcer: expected.